Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The issue occurred before contacting technical support and was addressed by identifying that the pump had powered off due to a low battery, leading it to enter storage mode. A pump reset resolved the problem, and the caller was able to successfully restart their sensor session.